Manufacturer narrative:
Citation: giustino et al. First in-human percutaneous transseptal retrieval of embolized transcatheter valve in the left ventricle: the retrieve trial. Jacc cardiovasc interv. 2025 jun 23;18(12):1591-1594. Doi: 10.1016/j.jcin.2025.03.011. Epub 2025 may 8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 88-year-old female patient who presented with a decompensated medtronic 26 mm corevalve transcatheter bioprosthetic valve. No further details were provided on the corevalve. Subsequently, the patient underwent a tav-in-tav implant of a non-medtronic transcatheter valve inside the corevalve which also included modification of one of the corevalve leaflets. During the tav-in-tav implant procedure the non-medtronic valve embolized into the left ventricle. A second non-medtronic valve was successfully implanted, and the patient was moved to the intensive care unit. On postoperative day 1, the embolized non-medtronic valve was stable in the left ventricular outflow tract, but it was causing high gradients and hemolysis. Subsequently, the patient underwent another procedure with extracorporeal membrane oxygenation (ECMO) support. In this procedure a septostomy was performed to create access to the left ventricle, and then the embolized non-medtronic valve was successfully captured and retrieved across the septum into the right atrium and then down into the inferior vena cava. The septostomy was closed with an atrial septal occluder and the non-medtronic valve was relocated in the inferior vena cava below the renal veins. The patient was decannulated from ECMO w ithout issue. Post-procedure she was discharged from the hospital and was noted to be in nyha functional class I status at the 30 day follow-up. No further information was provided pertaining to medtronic products.